Event description:
It was reported that the patient was experiencing pacemaker syndrome. It was also reported that the right ventricular (rv) lead had intermittent loss of capture and the threshold was high. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).